Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 05/10/2023. It was reported that the patient experienced a painful insertion event. The sensor was inserted into the arm on (B)(6)2023. Upon insertion of the sensor, the patient experienced pain. After two days of usage, the patient removed the sensor due to discomfort. It was reported that a "muscle was hit", the area was swollen, red and painful. These symptoms appeared on the same day as the sensor insertion and the patient removed the sensor after 2 days of usage. It is unknown during the event, but the patient consulted a healthcare provider and stated that he received a prescription of antibiotics as a treatment, name and dosage were not reported. At the time of the initial report, the affected area was improving but it was not back to normal yet. During a follow-up on 05/19/2023, the patient said he felt good but that there was still a small bulge on the muscle. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a painful insertion event. The sensor was inserted into the arm on (B)(6) 2023. Upon insertion of the sensor, the patient experienced pain. After two days of usage, the patient removed the sensor due to discomfort. It was reported that a "muscle was hit", the area was swollen, red and painful. The patient consulted a healthcare provider on (B)(6) 2023 and was prescribed antibiotics as treatment. At the time of the report, the affected area was improving but it was not back to normal yet. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.